Event description:
Very large patient on bariatric rotation bed in ICU. Nurse attempted to lower head of bed to assist patient to change position and bathe patient. Head of bed would not go down. Nurse checked under the bed for any cords and moved bed away from wall but still could not lower head of bed. Then bed stopped functioning and nurse could not move bed in any direction. Several nurses attempted to assist in repositioning patient on malfunctioning bed. Patient incontinent of loose stool but nurses unable to adequately clean him due to bed not functioning. Sizewise company representative very slow to respond and demonstrated poor customer service.